Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's right knee was revised due to poly wear and (per surgeon) 'some' pain. A 3x9 cs insert was revised to a 3x11 cs insert. Surgeon would like the explant investigated, and would like the investigation results.